Event description:
Procedure type: according to the rptr: the instrument was fired once with success and after loading the sulu (B)(4), the sulu's clip never closed in b-shape position. Result bleeding and airleak, blood transfusion not needed. Delay of surgery about 1 hr. Surgeon unhappy waiting for instrument investigation and results. The problem was corrected by clamping and suturing the lung. More tissue was resected. The tissue that was not finally clipped, was resected proximal (cephalad) to the lung. Damage finally corrected. There was blood loss about 500cc, but not exceeding it.

Manufacturer narrative:
(B)(4).